Manufacturer narrative:
Section d4: serial number was requested but was not provided. Section h6: investigation findings: usage problem identified manufacturer's investigation conclusion: the reported event of 2 transient low voltage alarms on (B)(6) 2021 at 19:43 during a routine change of external power from the power module to batteries was confirmed via the submitted log file. The heartmate ii system controller was not returned; however, a log file was submitted for analysis. The submitted log files (labeled ab202013 and ab201941) contained partially overlapping data spanning approximately 4 days ((B)(6)). The log file captured a low voltage hazard alarm as well as a no external power alarm active on (B)(6) 2021 at 19:43:35 to 19:43:42 due to a dual power cable disconnect. This was the result of both power leads being disconnected from external power simultaneously. The alarms resolved when external power was restored to the power leads and pump speed was not affected by the alarm. Multiple attempts were made to obtain additional information about the reported event such as if the device operated as expected, if the device is returning for evaluation, if the patient disconnected both power cables during changeover, and the controller serial number; however, no response was given. The root cause of the reported event was determined to be a user error in which both system controller power cables were disconnected from external power at the same time. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the and no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C), under section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pulseless electrical activity arrest and death are reported against the pump in MFR report #2916596-2021-07148. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-07148. It was reported that the patient's log files were sent in for review. The log file displayed driveline disconnects at the end of the log on (B)(6) 2021 at 7:47 pm where the driveline was disconnected from the controller. The log file displayed intermittent low flows on (B)(6) 2021 at 12:19 pm where the low flow estimator dropped below 2.7 liters per minute (lpm). The pump was seeing a reduction in blood volume. The low flows appeared to be patient related. The log displayed two transient low voltage alarms on (B)(6) 2021 at 7:43 pm during a routine change of external power from the power module to batteries. There was no interruption in pump support during the low voltage events. The patient passed away due to pulseless electrical activity arrest and possible mechanical failure.